Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. The customer blood glucose was 210 mg/dl. Tandem technical support instructed the customer to perform a pump reset and issue was resolved.